Event description:
It was reported that this was an arteriotomy closure of the minimally calcified right common femoral artery using a prostyle device after a right leg angiogram with angioplasty via a 6f sheath. Reportedly, the plunger was unable to fully retract during step 3. The plunger retracted just enough for the foot to be closed. There was difficulty removing the device due to the suture still being connected to the vessel. Once the suture was cut, the device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The retraction problem was not confirmed. Entrapment cannot be replicated in a lab environment and therefore cannot be confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Investigation of the device did not reveal any possible causes. It is possible, any evidence was lost during the analysis as manipulation of the device from its returned condition may have inadvertently dislodged any restriction. It could also be there was significant interaction with the calcification at the access site. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Although, the broken cuff tab was not returned, no adverse patient health impact has been reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the minimally calcified right common femoral artery using a prostyle device after a right leg angiogram with angioplasty via a 6f sheath. Reportedly, the plunger was unable to fully retract during step 3. The plunger retracted just enough for the foot to be closed. There was difficulty removing the device due to the suture still being connected to the vessel. Once the suture was cut, the device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. (B)(4): analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Although, the broken cuff tab was not returned, no adverse patient health impact has been reported.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficultly removing the plunger and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and indicated a potential product quality issue. Any indication of a lot specific product quality issue will be addressed within the CAPA. The device was submitted to fourier transform infrared spectroscopy (ftir) for further analysis of the observed adhesive identified in the posterior needle slot/ ramp. The results noted the clear material has over 92% matched to adhesive, loctite. The red clear material has over 74% matched to bacitracin. The reported retraction problem with the plunger and device entrapment was concluded to be related to a potential product quality issue due to observed glue in the posterior needle tip slot/ ramp contributing to an observed posterior needle to cuff miss. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.